Event description:
It was reported that when the customer powered on the device for testing, the unit was displaying a service icon and had an error code in memory that indicates a potentially critical failure. It was also indicated that the battery and electrodes had recently been replaced. There were no reports of pt use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The main pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed that the main pcb failed to complete the boot cycle on a mock-up device. Ic chip u8 was replaced in an attempt to remedy the issue; however, this did not resolve it. The component root cause could not be determined for the reported failure.